Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of an emerge balloon catheter. The balloon was loosely folded, and the device is bloody. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube and a pinhole in the balloon material that was located 12mm from the tip of the device. Inspection of the rest of the device found no other damage or defect. The reported balloon tear was confirmed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres for 5 seconds, the balloon was torn. The device was completely removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres for 5 seconds, the balloon was torn. The device was completely removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.